Event description:
On (B)(6) 2011, sscor was made aware of a device that had stopped working during a procedure in (B)(6). The health professional stated that while the procedure was underway, the device ceased to suction. The device was used to suction excess fluid during a cleft pallet procedure. An airway had been established prior to the procedure. The reporter stated that the cessation of suction in no way affected the pt. Another sscor suction device was used as a back up. The procedure went on as planned with no further incident. Pt survived the procedure with no harm. The reporter returned the device to sscor for investigation. Upon the investigation, we found the vacuum pump would not turn on. We sent the vacuum pump back to our supplier for further investigation. They, in turn, found the motor would not function and have subsequently sent the motor to their supplier for further investigation. We are currently waiting on the results of the investigation.

Manufacturer narrative:
Upon the investigation, we found the vacuum pump would not turn on. We sent the vacuum pump back to our supplier for further investigation. They, in turn, found the motor would not function and have subsequently sent the motor to their supplier for further investigation. We are currently waiting on the results of the investigation.